Manufacturer narrative:
Received one use. List #ch3033, 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap; lot #5186709 on june 15, 2021 for evaluation. The complaint of leakage could not be confirmed on the returned one used list #ch3033, 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap. The device was leak tested per product specification. There were no leaks anywhere along the device. The returned one used list #ch3033, 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap met product specification. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap that the customer observed a leak of mitoxantrone at the y-tubing 10 minutes after the start of the chemotherapy. There was no leak observed on the y-tubing during the preparation of chemotherapy. The tubing was changed and the chemotherapy remaining in the bag was administered. The customer reported there was incomplete chemotherapy administration with a loss of 7 ml of the mitoxantrone. The event occurred on a pediatric unit and the patient was hospitalized for chemotherapy treatment for acute lymphoblastic leukemia discovered in (B)(6) 2020. There were no physical defects observed on the device. There was patient involvement and unprotected exposure to chemotherapy, however, no report of adverse event, no negative consequence for the patient, no medical intervention needed, and no delay in therapy.